Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. The drive wire is securely attached to the handle and moves in and out of the sheath freely when coiled in 3 approximately 8" loops. There is no discrepancy observed that would have hindered complete retraction of the drive wire to hold the hook of the drive wire against the distal end of the deployment catheter after clip deployment and during removal of the scope. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The description of event states: "once the clip deployed on the target site, the handle was actuated [error from user due to being more familiar with competitor clips] which exposed the pin [blue hook per the cook district manager], causing trauma to the esophageal wall. An additional clip was placed." This is an indication that the user did not follow the instructions for use which states: "after clip deployment, continue to apply slight pressure on handle spool as device is removed from endoscope." This process would prevent inadvertent contact of the hook end of the drive wire with tissue. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user did not follow the instructions for use a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook instinct endoscopic hemoclip. Once the clip deployed on the target site, the handle was actuated [error from user due to being more familiar with competitor clips] which exposed the pin [blue hook per the cook district damage], causing trauma to the esophageal wall. An additional clip was placed. The district manager in-serviced the account on proper handling.

Manufacturer narrative:
Correction to report date and date received by manufacturer: incorrect date (B)(6) 2017 to correct date (B)(6) 2017. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. The drive wire is securely attached to the handle and moves in and out of the sheath freely when coiled in 3 approximately 8" loops. There is no discrepancy observed that would have hindered complete retraction of the drive wire to hold the hook of the drive wire against the distal end of the deployment catheter after clip deployment and during removal of the scope. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The description of event states: "once the clip deployed on the target site, the handle was actuated [error from user due to being more familiar with competitor clips] which exposed the pin [blue hook per dm], causing trauma to the esophageal wall. An additional clip was placed" this is an indication that the user did not follow the instructions for use which states- "after clip deployment, continue to apply slight pressure on handle spool as device is removed from endoscope." This process would prevent inadvertent contact of the hook end of the drive wire with tissue. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user did not follow the instructions for use a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.